Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® clear pvc soft seal® cuff tracheal tube balloon shrunk after being connected to the respiratory machine for 4-5 hours. This issue caused the respiratory machine to alarm. No patient injury was reported. See MFR: 3012307300-2017-00792, 3012307300-2017-00793, 3012307300-2017-00795, and 3012307300-2017-00796.

Manufacturer narrative:
One device was returned for evaluation without its original packaging. It could not be determined which related report was associated with the investigated device; the evaluation of the returned device was used for all related medwatches. Visual inspection of the device and did not detect any discrepancies. Functional testing of the device involved a leak test and found no discrepancies. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed and did not identify any discrepancies. Based on the evidence, the complaint was unable to be confirmed and the root cause was unable to be determined.